Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative disabled and then re-enabled the device and that resolved the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an implantable neuro stimulator (ins). Rep reported communication issue with the controller. Controller said no device found. Rep said he tried to connect the controller and the recharger to ins, but could not. He tried 2 different ones, so he finally just got another ins and that worked fine. It was suggested that rep try passive recharge first and also resetting the device (disable and enable device). It was also suggested that rep try connect with tablet as well. Rep was told to return product if he still cannot connect to ins. No patient as involved since rep was preparing for a case and was able to use another ins for the case. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep).it was reported the cause of inability to connect was not determined but was resolved by disabling and then re-enabling the device. No patient symptoms or complications were reported in this event.